Event description:
Pt alleges having 12 surgeries so far and states that after seeing the news, the implants have destroyed her life. Now she has no strength in her arm, has a spinal condition and she broke her leg because she can't walk very well because of all the implant problems. Pt also alleges arthritis symptoms and contracture. Physician's letter states pt has firmness in the breast bilaterally and has a history of fatigue and joint pain. Upon physical examination, the breasts are moderately ptotic and are moderately encapsulated (baker iii bilaterally). There is mild nipple areolar scar deformity in these areas.